Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse had a latex reaction while handling the contents of the tray. The nurse reportedly went to urgent care and was released the same day. Per additional information received from the director at the complainant's facility via phone on 11 jun 2019, the nurse was experiencing an itching sensation on the hand which resulted in scratched. The nurse also reportedly had a tingling sensation on the lips. The nurse reportedly received benadryl and solu-medrol injections along with a prednisone prescription.

Event description:
It was reported that the nurse had a latex reaction while handling the contents of the tray. The nurse reportedly went to urgent care and was released the same day. Per additional information received from the director at the complainant's facility via phone on 11jun2019, the nurse was experiencing an itching sensation on the had which resulted in scratched. The nurse also reportedly had a tingling sensation on the lips. The nurse reportedly received benadryl and solu-medrol injections along with a prednisone prescription.

Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure could be "inadequate biological evaluation" and the potential failure mode "bio-compatible". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "contents: 5cc hydrophilic-coated foley catheter. 2000ml (approx. Vol.) Capacity center entry. Drainage bag with anti-reflux chamber. Bard® ez-lok® sampling port. String hanger. Attached sheeting clip. Tamper-evident seal. Bard® safety-flowtm outlet device. Uro-preptm tray with: catheter lubricating jelly syringe. Latex-free, powder-free gloves (2). Underpad (waterproof), drape. Forceps, prep balls (5). Povidone-iodine solution. 10cc syringe (prefilled with sterile water) to inflate foley catheter only. Specimen container, cap and label. Sterile: contents of inner wrap are sterile unless package has been opened or damaged. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician."